Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated consistently false positive toxo igg results for one patient over time. The architect generated toxo igg results of 13 iu/ml, while an axsym analyzer generated results of zero and elisa testing was negative on (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010. The false positive toxo igg results were not reported outside the laboratory and there was no adverse impact to patient management reported.